Manufacturer narrative:
(B)(4).

Event description:
New information has been obtained stating the patient did not survive. The user is reporting that during a patient use event, the device could not analyze the patient's rhythm. They tried to use the manual override feature which is configured on this device but claim "the soft key buttons didn't work and the screen was blank." The patient outcome is unknown.

Event description:
The user is reporting that during a patient use event, the device could not analyze the patient's rhythm. They tried to use the manual override feature which is configured on this device but claim "the soft key buttons didn't work and the screen was blank." The patient outcome is unknown.